Event description:
The pt underwent an open sigmoidectomy due to colovesical fistula secondary to diverticular disease. The anastomosis was created with the colonring device. According to the report, the pt developed vague pain on the evening of the 6th postoperative day. An obstructive series was done the following am with no free air or other significant findings. A CT scan was done and demonstrated a small, contained leak posteriorly. The pt was made npo for 5 days with total parenteral nutrition, then increased to clear liquid diet for 5 days, then advanced to full liquids and discharged. He has continued to progress and is asymptomatic.

Manufacturer narrative:
This report is submitted on behalf of the MFR (novogi, (B)(4), previously, niti surgical solutions, (B)(4); 3005278776) and the importer (novogi, (B)(4)., previously, niti surgical solutions, (B)(4). 3006298502), as novogi, (B)(4)., serves as the designated complaint handling unit for both facilities. The device was not available for eval and no add'l info is available. No conclusions could be drawn based on the available info. Anastomotic leakage is one of the most common complications of colorectal anastomotic procedures with no relation to the method used for the creation of the anastomosis. The current cumulative leak rate associated with the use of the colonring device is within the range reported in the literature for other methods.